Manufacturer narrative:
One rfa1530 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that there was a temperature alarm. The reported condition was not confirmed. The water circulated normally through the product and the product did read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the electrode showed a -4 degree temperature. There was an electrode warning. There was no injury to the patient. The physician replaced the faulty electrode with another.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the electrode showed a -4 degree temperature. There was an electrode temperature warning. The physician replaced the electrode with another in order to complete the procedure. There was no injury to the patient.